Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the act button did not respond consistently. It was reported that the time clock was advances for one minute. It was reported that they had a failed battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.